Event description:
Boston scientific received information that the field representative was contacted by the clinic in regards to a left ventricular (lv) lead fracture. The field representative stated the clinic is planning to replace the lead sometime in the future. No further information was available and no adverse patient effects were reported.

Event description:
Additional information was received from a clinician that the lv lead is exhibiting loss of capture when programmed tip to ring even with increased outputs. The clinician attempted to program the lead to ring to rv coil and capture was successful, however this configuration caused muscle stimulation. Technical services suggested trying other lead configurations. The clinician will continue testing the lead. An email was sent to the field representative to contact the clinic in an attempt to obtain resolution to this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative that the lead was taken out of service and device was also electively explanted during the lead revision procedure. A new non-boston scientific system was implanted. The field representative was not present at the procedure.